Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged skin irritation, creation of a second wound and wound deterioration that required surgical debridement is related to v.a.c. Therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: v.a.c. Therapy was placed for only one day and allegedly caused blisters to his foot and created a second wound. The following information was identified by kci after completing a review of the wound care clinics progress report and the kci medical questionnaire received from the (B)(6) clinic on (B)(6) 2016: v.a.c. Therapy was applied on (B)(6) 2016 at the wound care clinic. The patient returned on (B)(6) 2016 and upon removal of the kci dressing redness with no open or broken skin was noted to the surrounding periwound area. (No blistering was notated.) V.a.c. Therapy was not re-applied. Upon removal of the dressing patient stated he could be allergic to the wound v.a.c. Tape [drape]. On (B)(6) 2016 it was noted the wound margins were unattached. The wound had no epithelialization or eschar, but did have slough, was bright red in color and had firm granulation. There was wound deterioration noted. The periwound skin exhibited edema, was friable, moist, and had ecchymosis, erythema, hemosiderosis, and rubor. The physician performed a non-selective mechanical debridement to removed non-viable tissue. The procedure was tolerated well with a pain level of 3 throughout and a pain level of 0 following the procedure. Although it was noted the periwound skin did not exhibit any signs or symptoms of infection, wound cultures were done and the patient was started on augmentin and a prisma dressing was placed. The patient is currently receiving ongoing wound care therapy. The nurse's written comments from the kci medical questionnaire indicate it is uncertain if v.a.c. Therapy may have caused or contributed to the wound deterioration. On apr 7 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on (B)(6) 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. The device was received in kci qe on apr 5 2016 for evaluation. The device again passed qc checks and met specifications after placement. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during testing. This customer complaint could not be substantiated by kci quality engineering.